Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead was capped and replaced successfully. No electrical issue were noted on the lead. The patient was fine post procedure.